Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) displayed a power-up test fails code # 14.

Manufacturer narrative:
Additional point of contact: contact person name: (B)(6), contact person e-mail address: (B)(6), contact department: biomed. A getinge field service engineer (fse) stated during pm he found the machine has an error power-up test fails code #14. To resolve the problem replaced compressor scroll(d119-00-0236).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) displayed a power-up test fails code # 14. There was no patient involvement, and no adverse event was reported.